Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead died from a heroin overdose. There were no allegations against the lead functionality or that the rv lead caused or contributed to the patient's death. When a field representative was called to the mortuary to deactivate the associated device, telemetry was unable to be established. Additional information was reported that the reason this device could not be interrogated is because it had been explanted several years previously due to an infection. The rv lead remained implanted. The rv lead is a boston scientific product but the correct model and serial number combination is currently unknown. The device was returned for laboratory analysis was found to have met specifications during all testing. The rv lead is not expected to be returned.

Manufacturer narrative:
Attempts to obtain additional information on the rv lead are currently being made. Once any additional information does become available, this report will be updated.

Manufacturer narrative:
Attempts to obtain the correct serial number for this lead were unsuccessful. No additional information is available on this product. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.